Event description:
Philips received a complaint from the customer on the v60 indicating that the touchscreen is not responding, and the screen brightness is low. It was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer requested onsite service in order to repair the device and the quote has been accepted. The rse recommended a list of parts that could potentially fix the issue. The parts are lcd assembly, lcd second generation cable, ui pcba to lcd second generation cable, second generation user interface, lcd tray, and a touchscreen. The investigation is ongoing.

Manufacturer narrative:
H10: the repair for this unit cannot be conducted at this time due to the part(s) being on backorder. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered liquid-crystal display (lcd) assembly, lcd second generation cable, user interface (ui) printed circuit board assembly (pcba) to lcd second generation cable, second generation ui, lcd tray aligns with the recommended repair of the alleged malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.